Event description:
It was reported that a needle 30x1/2 rb clogged during use. The following was reported by the initial reporter: "2020.11.20 the doctors of the third hospital of handan city used the batch of injection needles to inject the patient. After drawing the liquid into the syringe, they found that the needle was blocked before the injection and could not discharge the liquid, resulting in a medicine that could not be used."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/17/2020. H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 9077689. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation, one sample was received for evaluation by our quality team. It came in a plastic bag and has the plastic shield. A visual inspection was performed and no damages or any imperfection was observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution, the needle is clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Further action has not been determined necessary at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle 30x1/2 rb clogged during use. The following was reported by the initial reporter: "on (B)(6) 2020 the doctors of the (B)(6) hospital of (B)(6) used the batch of injection needles to inject the patient. After drawing the liquid into the syringe, they found that the needle was blocked before the injection and could not discharge the liquid, resulting in a medicine that could not be used."